Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that they were admitted into the emergency room due to high blood glucose level of 298 mg/dl. The customer had symptoms such as vomiting and treated the high blood glucose level with manual injection with a pen. The customer stayed in hospital 3 days. The customer was wearing the infusion pump during the hospital stay for the customer. The customer's parent declined troubleshooting for the insulin pump. The customer's weight was 108 lbs and height was 5'6. The product will be replaced. The insulin pump will be returned for analysis.